Event description:
Mitek received via the FDA a 3500 authored by the user facility. The report states that during an arthroscopic procedure, a portion of the distal tip of a hook electrode broke off into the body. This is all of the information that was available on the report; there are questions out for further detail and clarity.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.